Manufacturer narrative:
This MDR was previously submitted to the FDA by keystone dental. However, it was improperly submitted as a pdf file and we no longer have access to the webtrader account so we cannot confirm receipt by the FDA. Therefore, out of an abundance of caution, we are resubmitting this MDR to the FDA.

Event description:
Failure to osseointegrate - implant dates not provided.